Event description:
It was reported that the device was used during a thyroidectomy, the hand activation buttons did not work properly; worked intermittently. Used foot pedal to complete case. No pt consequence.